Manufacturer narrative:
H4: the lot was manufactured between 06/24/2025 and 06/25/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector piece of a clearlink system continu-flo solution set broke off in a central line. The issue was further described as, "the break was between the hub and the j loop". This occurred after the infusion and disconnecting the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.